Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump was received with cracked and bleeding lcd glass, minor scratched display window and cracked reservoir tube lip.

Event description:
It was reported that the customer dropped the insulin pump and the screen was damaged. The customer's blood glucose was 145 mg/dl. The lcd was cracked. The customer was advised to discontinue use and revert to a back-up plan. Nothing further was reported.